Event description:
It was reported that during the implant attempt high capture threshold was observed. The lead was not used. A new lead was successfully implanted. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.